Event description:
New information received indicates that the programming changes were made. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with non-sustained right ventricular oversensing. Post paced t-wave oversensing was noted on a stored egm. Programming changes were recommended. Further actions will be discussed with the physician.